Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: (B)(4) user's test strip had poor storage.(bathroom) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 56 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/15/2018 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history: a 67mg/dl, (B)(6)2017 08:40 am, fasting: yes. A 66mg/dl, (B)(6)2017 10:54 am, fasting: yes. A 56mg/dl, (B)(6)2017 10:49 am, fasting: yes. Memory concerns: customer is concern with all these result customer have been using this meter for two days now. Customer have been getting low blood sugar. Customer states that he ran a back to back and got 67/66mg/dl fasting and he was feeling fine. Customer normal glucose range is 95-105mg/dl fasting and he only test once a day fasting.